Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated thyroid stimulating hormone (htsh) result on two patients on two different days generated by access 2 immunoassay analyzer. This MDR addresses the second event from (B)(6) 2012. The first event from (B)(6) 2012 was addressed under MDR 2122870-2012-01814. The customer reported an erroneously elevated thyroid stimulating hormone (htsh) result of 4.85 uiu/ml. Due to the discrepancy results obtained from (B)(6) 2012, the customer retested the sample and 1.52 uiu/ml was obtained. The retest result was reported out of the laboratory, hence patient treatment was not impacted due to this event. The patient sample was centrifuged for 10 minutes at 3000rpm in greiner serum separator tubes with gel at room temperature. No sample issues were noted. The customer indicated that controls were run before and after the incident and recovered with established ranges. Service was not dispatched for the event. Beckman coulter hotline advised the customer to perform a system check, which failed. The customer replaced the aspirate probe peri-pump tubing, and the analyzer passed system check. The customer indicated to hotline that they had to change out aspirate probes in the previous week to resolve a similar system check failure. Hardware is the most likely cause of the non-reproducible htsh patient result.